Event description:
Alleged event: the retention balloon of 2 separate catheters burst when in use. The procedure had been completed in both cases. The balloons burst after patients had been released. Procedure had been followed using 10 cc sterile of water to fill the balloons but 1 had to be replaced within a week and the second just over 2 weeks. Both were replaced with standard 2-way gold foley catheters without incident but the doctor felt that the catheter balloons failed in a relatively short period. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record was reviewed. No issue that could contribute to the reported failure was noted. The device was manufactured according to release specification. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer wil continue to monitor and trend related events.